Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was not receiving full stimulation coverage. Follow up identified the physician repositioned the right lead to a higher position on the spine on (B)(6) 2013. An anchor was added during the surgery. It was reported the pt achieved coverage of the pain areas intraoperatively. Postoperative follow up found the pt had maintained effective stimulation coverage. It was reported the pt's pain had changed or evolved over time and the new position of the lead may allow for adaptation over time.